Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-03964. The patient has 2 model 3166 pns leads (same lot) and 2 model 3169 pns leads (same lot). It was reported the patient was receiving ineffective stimulation. As a result, the scs system was explanted as the patient is exploring other treatment options.